Manufacturer narrative:
Data downloaded from the device returned an 0x6a occlusion alarm. No damages or defects found that would contribute to the alarm. The root cause of the occlusion alarm could not be determined, no damages or defects were seen with the cannula assembly or needle mechanism that would cause the cannula to dislodge. The root cause of the reported cannula dislodgement could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached "375 and went up to 400's (mg/dl)" while wearing the pod between 24 and 36 hours. Patient stated the cannula dislodged from the infusion site (abdomen). As treatment, a few boluses were delivered.